Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08735 inches. However, traces of corrosion were found at the electronic and motor assemblies per visual inspection.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 432mg/dl. Customer was went to hospital. Customer stated that the display was blank .troubleshooting was performed .the product was returned for analysis.